Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is was likely that the connector cracks were flooded, and the images captured by the flooding caused the images to not be displayed. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the cracks.. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image did not appear while using the camera head. There were no reports of patient harm.

Manufacturer narrative:
E3- physician, nurse. This supplemental is being submitted due to additional information provided by the customer which is addressed in b5, e2, e3, and g2.

Event description:
The issue was found during a therapeutic procedure and completed.